Manufacturer narrative:
(B)(4). Method: the complaint unit bc181 bubble CPAP flexitrunk was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Conclusion: we are unable to confirm the reported event or cause of the event without the complaint device. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "Check that all circuit connections are tight before use and after any adjustment."

Event description:
A healthcare facility in idaho reported via a fisher & paykel healthcare representative that the bc191 flexitrunk infant nasal tubing have nasal prongs are "slipping/popping off" from the tubing. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the bc191 flexitrunk infant nasal tubing have nasal prongs are "slipping/popping off" from the tubing. There was no patient involvement.